Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed functional testing and ECG stress testing with no discrepancies found. The device was recertified and returned to the customer. Review of the device logs found that the device was in the "lead" view when the electrode pads were being utilized. This is not an indication of a device malfunction. The user would need to switch to the "pads" view to obtain the ECG signal via the electrode pads attached to the patient. The log showed no evidence that the user performed any functions to select the pads view. No critical errors were found in the logs that would have prevented the device from acquiring the ECG rhythm via the pads. Analysis of reports of this type has not identified an increase in trend.